Manufacturer narrative:
As reported, the tip of a 6f/7f mynxgrip vascular closure device (vcd) was unable to go through the puncture site despite the non-existence of calcified lesions. There was no reported patient injury. The device was properly stored per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approached. The deployer¿s mynx training status was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the artery. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excessive force was not applied during insertion. The patient was not morbidly obese. Hemostasis was achieved by manual compression for 30 minutes. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Patient information were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The sealant was observed on the catheter shaft and the advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. The shuttle cartridge was inspected for anomalies that may have caused the sealant displacement. No anomalies were observed. However, it is unknown whether the sealant became exposed prematurely during insertion or due to subsequent user manipulation. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The tip of a 6f/7f mynx grip vascular closure device (vcd) was unable to go through the puncture site despite non-existence of calcified lesions. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The device was properly stored per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure was the mynx vcd used in an interventional peripheral. The procedure used a retrograde approached. The deployer¿s mynx training status was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the artery. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excessive force was not applied during insertion. The patient was not morbidly obese. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Patient information were requested but were unknown. The device will be returned for analysis.